Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having an MRI that was due to a problem with the device or therapy. The patient was having back pain that is caused by the device and also is causing incontinence. Their back pain was noted to be sudden, starting a few weeks ago in (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had pain from her left groin that radiated to left abdomen and back. The pain had been intermittent since the day prior to the report. The hcp also reported that the patient had urinary incontinence. No further complications were reported.